Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, missing shell (25-50%) and crease fold. Leak test and microscopic analysis was performed which identified: broken striated on the anterior and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. A striated broken on the plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.